Event description:
Upon drawing up 6cc of tagamet injection into a 10cc syringe, rptr noticed bubbles on black stopper. When rptr tried to clear the bubbles on closer examination she realized there was a brown, sticky-like substance on the stopper. She returned the fluid from the syringe back into the vial and removed the plunger from the syringe. The brownish black substance could be wiped off the black stopper with finger, obviously not a sterile product.